Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. The cartridge was reloaded resolving the alarm. Customer's blood glucose was 210 mg/dl.